Event description:
Hamilton medical ag received the following event description: "inspiratory valve malfunction. Failed during startup. Tf5509 and tf9907. Occurs every time vent is powered on" no patient involvement.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). This report also contains the investigation outcome. According to the complaint form, the even occurred during a test. During start-up of the ventilator, when it's power on, the device alarms with technical fault (tf) 5509 and tf 9907. It is important to emphasize that no patient was involved at the time the alarm occurred. According to the service manual for hamilton-g5, tf5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Further on, the tf 9907 indicates faulty communication between ipp (panel) and vup (vu). The log file has not been provided. This case is being assessed based on the available information. Therefore, to address the issue, the servo module was replaced. Following replacement of the component, the issue was resolved. Hamilton medical considers this case closed.